Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a lap nephrectomy procedure, the surgeon fired the first firing across the renal artery and the device fired correctly. The surgeon then fired a second reload across the renal vein and when he observed the staple lines on both sides were malformed in the shape of a lightning bolt. The surgeon converted to open due to the bleeding that was occurring. There was no cc of blood loss measured and no blood products given to the patient. The surgeon used the tie and suture method to control the bleeding on the vein and continued with another device to complete the procedure. This delayed the procedure less that an hour. Patient is stable. (B) (4).